Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was confused and not functioning well. Caller stated that the customer end up being hospitalized for high blood glucose and dka. The blood glucose reading at the time of hospitalization was 221 mg/dl. Caller stated that the customer insulin pump display anomaly where the screen menu is not recognizable. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.